Event description:
Customer reported that the channel "crashes" during surgery. Stated that the channel must be disconnected and replaced. All information is anecdotal as there are no written reports of any specific patient events. Additional information obtained by a cfn clinical practice consultant ((B)(6)) during a site visit to address channel ¿crashes¿. No channel ¿crashes¿ or disconnect events were witnessed during the site visit. The iui connectors were inspected. Dried, white residue, green corrosion, and cracks were found on some of the iui connectors. The customer uses pdi sani-cloth af3 germicidal wipes to cleanse the devices. The customer was provided education about the recommended device cleaning process and iui connector cleaning recommendations, inspection, and replacement.

Manufacturer narrative:
The customer¿s report of channel disconnect alarms was confirmed. The pump module was inspected; the right iui connector was contaminated and corroded. The left iui connector was in good condition without any issues with the pins. The pump module air in line sensor was tested and the air in line assembly detected air within specification. The root cause for the reported channel disconnect alarms was contamination and corrosion on the iui connector pins.